Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue and replaced the missing muffler (0103-00-0631). The fse completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) made a loud hissing noise from inside. There was no patient involvement, and no adverse event reported.